Event description:
It was reported that through patient outreach program that the patient underwent an explant procedure wherein the entire spinal cord stimulator system was removed. No further information could be obtained despite good faith effort.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.